Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the aspiration over-sped during the sculpting phase.¿ this is a (B)(6) male patient, scheduled for cataract extraction with intraocular lens implant (iol) in the left eye (os). This was the 6th case for dr. (B)(6) that day. The procedure lasted 1 hour and 5 minutes. The system was used for this case, along with ophthalmic viscoelastic device (ovd), and the system consumable pak. The patient was prepped for surgery using both topical anesthesia and sedation. Iodine prep was used with the dressing, per procedure. The case began and during sculpt the reported event occurred. The crystalline lens was suddenly torn off and a piece of it felt to the bottom of the left eye (os), requiring the case to be stopped. No intraocular lens implant (iol) was implanted. A 2nd surgery was planned with a retina specialist for the day after. The parameters captured were as follows: the cumulative dissipative energy was listed at 10.29, the footswitch was in position ¿0¿, there was ¿0¿ longitude, 50% torsion, I continuous mode. The intraocular pressure (iop) was list as 30mmhg, vacuum at 80%, and irrigation at 23cc/min. The bottle height was at 82 (cmh20) (continued irrigation was off). Volume increase was set to ¿off¿, intraocular pressure (iop) gradient was set to 1.0, patient eye level (pel) is listed a -5. Technical service (ts) representative provided feedback on the parameters reviewed. The ts rep stated: "the vacuum setting of 80 mmhg is very low, especially when coupled with a flow rate of 23 cc/min and a 0.9 mm phaco tip. Similar low vacuum setting in phaco are normally seen in sculpting mode, they will result in the aspiration pump starting and stopping very rapidly with the result of much lower actual flow of fluid through the tip. When this happens they can experience more solid occlusion warnings from the viscous fluids sticking inside the tip and aspiration line of the handpiece. They can also see an increase incidence of cornea and sclera burns. Additional information was requested but was not obtained.¿ the surgeon confirmed dropped nuclei. This means that a potential posterior capsule (pc) tear occurred. Pc tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A posterior capsule tear or potential pc tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, aspiration "oversped" during the sculpting phase. The crystalline lens tore off and a piece of the lens fell back to the retina. The case was stopped. No iol was implanted. The patient was referred to a retinal surgeon the following day for secondary procedure consult. Additional information has been requested.